Event description:
One screw implanted with lcp condylar plate for left knee fracture approximately 6 weeks ago had the head break off. Patient was reporting pain and x-ray revealed broken head of screw had migrated into knee joint. Surgery was performed to remove screw head, but shaft remains in patient. Screw head was discarded.

Manufacturer narrative:
H6: no conclusion can be drawn as the product was not returned for investigation.